Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the pump alarmed cassette not attached during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found cassette not attached properly alarm. Visual/functional testing was performed. The downstream occlusion (dso) seal was peeling. The reported problem, cassette not attached, was verified by functional testing. The cause is an inoperable downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. The device passed all functional tests after the repair.